Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a bleeding event. The patient was transfused with 8 total units of packed red blood cells (prbcs) and discharged on (B)(6) 2020. The patient had previously been admitted on 06nov2020 and received 2 units of red blood cells and was discharged home.

Manufacturer narrative:
Section b5: additional information. (B)(6) 2020 admission reported in related manufacturer report number (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding and renal dysfunction could not be conclusively established through this evaluation. The patient remains ongoing on ventricular assist device (vad) support, and no further related issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant shipped on 04aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and renal dysfunction adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for bleeding. The patient received 2 units of red blood cells and discharged home. The patient's lab showed blood urea nitrogen (bun) of 78 and creatine of 3.4. The patient had hemoglobin of 7.9 and hematocrit of 25.3. The pro brain natriuretic peptide (bnp) was 4700. The patient was started on hemodialysis on (B)(6) 2020. By the time of discharge on (B)(6) 2020 the patient had received a total of 8 units of packed red blood cells.